Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. The customer had not reported symptoms for their blood glucose levels. The customer treated with emergency room. Customer's blood glucose value was 438 mg/dl at the time of the incident. Customer's current blood glucose value was 101 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 9:00 am. The blood glucose value when admitted to hospital was 455 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer reports basal rates are programmed accurately. Customer declined to perform the high pressure test. Customer assisted to perform the self test and test was passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.